Event description:
It was reported that the pump overinfused during pump testing, not while on a pt. There was no pt involved. It was also reported that the pump door lock is bent, and the door could not close.

Manufacturer narrative:
Results: device was confirmed to have a bent door due to being dropped. Conclusions: device was repaired to specification. The door assembly was replaced, the pump fully tested per procedure and returned for customer use. The door assembly can become bent when dropped or damaged from use.